Manufacturer narrative:
The device was disposed of at the hospital.

Event description:
It was reported that during the preparation of the stent (subject device) outside the patient's body, the stent broke. The stent was replaced and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause is unable to be determined.

Event description:
It was reported that during the preparation of the stent (subject device) outside the patient's body, the stent broke. The stent was replaced and the procedure was completed successfully with no adverse consequences to the patient.